Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was over 366 mg/dl. Customer stated that he was very nauseated prior to hospitalization. Nothing further was reported.